Manufacturer narrative:
The root cause was attritbuted to a defective power board. As a resolution, the spare part was shipped to the customer.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs shows that tf 318 is visible. No auto shut down is visible, shutdown always accompany by confirmation dialogue.

Event description:
Customer reported that while the unit is running "shut down " button is activating on the screen and alarm 318 which is "inspiration valve failsafe failed or occlusion in inspiration tube" is intermittently activating on this unit after start up. No information was provided if there is patient involved.